Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 12 mg/dl; cause was unknown. Reportedly, the customer ¿passed out and had a head injury with stitches.¿ customer was treated with 2 injections of glucagon, 2 glucose gels, and intravenous dextrose d10. Customer was discharged the following day, (B)(6) 2026, with the issue resolved and no permanent damage.